Manufacturer narrative:
Result - cracked headboard with sharp edges, power cord plug with bent/cracked prongs.

Event description:
It was reported by service report that the headboard was cracked with sharp edges, and the auxiliary power cord plug had bent/cracked prongs. It is unknown whether there was patient involvement or adverse consequences to report.